Event description:
Caller states that a patient reportedly received the following results on the inform system, compared to another inform system, within 10 minutes: 60 mg/dl, 334 mg/dl, and 173 mg/dl (inform system, and 152 mg/dl (inform system, no actions taken based on device results. No adverse event reported. Patient was diagnosed with altered mental status, hypoglycemia, and non- anion gap metabolic acidosis. Caller was uncertain which lot of strips was used with the readings on the inform system 1. Requested return of suspect device and strips; however, caller states that the strips may have been discarded. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system 2. Reference medwatch with patient identifier (B)(6) for the inform system 1 with strip lot 551425. Reference medwatch with patient identifier (B)(6) for the inform system 1 with strip lot 551705.